Event description:
It was reported that the nail has been broken after approx 6 month.

Manufacturer narrative:
Evaluation summary: the returned device matched the report, and the incident was confirmed. Investigation revealed no discrepancies in material of manufacturing. According to the damage and the evidences of the breakage surfaces the nail broke in a fatigue fracture due to overload, contributed by intra operatively damage of the nail caused by a deviated lag screw step drill. Due to a notching effect, the miss drill most likely had created the starting point of the implant breakage at the lateral edge of the anterior bridge. We did not receive a reasonable statement regarding postoperative mobilization instructions / weight bearing. Nevertheless, referring to the implantation period of approx. 6 months until nail breakage and to the information, that the patient was revised it can be assumed that bone consolidation was insufficient. Consequently, the nail was not relieved by bone consolidation and had to absorb the complete load application during the implantation period. Increasing and / or permanent load application will inevitably lead to fatigue of material. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to high load application by the patient contributed by intra operative damage of the proximal drill hole. The review of the risk assessment for the failure mode and level 1 root cause indicated the issue was within tolerance, therefore no corrective actions are deemed necessary at this time. A more precise statement is not possible with the information given.